Event description:
A technician at this facility reported to a laboratory supervisor that two events occurred involving incorrect hcg results. According to staff, they have seen an increase of several incorrect hcg results in the past two weeks. The results have been inconsistent. The specific events that were reviewed were: an emergency department patient tested positive with vpt-1 cass, twice; serum test was negative. Patient tested positive with a home pregnancy test, but had one positive and one negative result with vpt1-cass. The laboratory supervisor contacted the manufacturer to discuss the events. The immediate action taken by the manufacturer was to send a replacement supply via overnight delivery (all with different lot numbers than what we had in our supply). The manufacturer completed an incident report regarding the affected lot number with false positive results. The manufacturer sent us the vpt1-2-cass urine quality control procedures that we are to follow with each new lot.